Event description:
A discordant, falsely low sodium result was obtained on a patient sample on the dimension rxl max with hm and rm instrument. The discordant result was not reported to the physician(s). The sample was rerun on an alternate instrument, and the results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the monopump was leaking at the end of the pump where the customer had trimmed the end of the tubing. The fse replaced the tubing and reran the patient sample, which was correct. The cause of the discordant, falsely low sodium results is incorrectly trimmed tubing. The instrument is performing according to specifications. No further evaluation of the device is required.